Event description:
Device has been explanted.

Event description:
Patient reported right side deflation. Healthcare professional confirmed right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5a, a6, g1.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified a curved opening on posterior, fold creases, wear abrasion, yellow particles on the shell, white calcification on the shell, and green mold like appearance. A leak test and microscopic analysis was performed which identified: a striated opening on posterior and a sharp opening on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool and a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reported right side deflation. Healthcare professional confirmed right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Healthcare professional confirmed right side deflation. Device remains implanted.